Event description:
It was reported that the pump usb cable was observed to be damaged, and the pump will no longer charge. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump successfully charged using an alternate usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.